Event description:
It was reported that one day post-implant, the patient presented with 1-4 second pauses and no capture. An x-ray revealed that there was 'some movement of the atrial lead,' but it was still in the atrial appendage. The device was explanted the next day. No further patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Asku